Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. Based on the evaluation of the returned sample this report is now deemed not reportable. One (1) 6fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned device included the hemostasis sheath, locator, and carrier tube. The device was visually inspected and found to have been in used condition. The hemostasis sheath and locator were returned fully assembled and securely mated. No issues were noted during evaluation. Functional testing was performed to test component assembly by attempting to push the dilator through the sheath. No issues were noted during testing. The sample was returned for evaluation and no issues were noted during sample evaluation or functional testing. As a result, the complaint could not be confirmed for an assembly difficulty issue of the sheath and locator. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: telephone number: requested, unknown. E3: occupation: requested, unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: dilator would not connect when inserted into the sheath, procedure completed with another angio-seal. Ther was no patient involvement. The procedure was completed successfully. There was no effect on the event and outcomes.